Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that there were bubbles inside the tubing of the instrument while dosing. The fse tightened the connections of the tubing, which repaired the failing controls. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported the ichem velocity instrument was failing bilirubin controls. The customer attempted to troubleshoot the issue but the controls continued to fail. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.